Event description:
It was initially reported that the device had an illuminated service wrench icon. There was no patient use associated with the reported failure.upon evaluation by physio-control, it was observed that a "call service" message was also displayed on the readiness indicator and the device would not advance past this. The device would power on; however no other features of the device were available.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed main pcb assembly at the failure analysis center and a failure of the charging circuitry. During analysis the main pcb assembly was inadvertently damaged and further cause could not be determined.